Event description:
During analysis of the product, it was noted that the embolic coil was stretched and kinked. The original report received from the affiliate stated that the physician experienced release failure during prep. The lockout system did not work when exhausting gas of the coil (without water drop and turning blue). Then it was found there was impressed mark in the blue part of the transport system. It was noted that there was a kink in the transport system. The products looked normal when they were taken from the packaging. The product was not used in the pt. Another device was used to successfully complete the procedure. There was no reported injury to the pt. The product was received for eval and analysis stated that "the support coil was found kinked. The gripper was found elongated and the embolic coil stretched and kinked and it was still attached to the gripper."

Manufacturer narrative:
It was reported that prior to use in the pt when attempting to purge, the fluid did not come out of the distal end. It was then noted that there was an "impressed mark", clarified as a kink, on the blue part of the delivery system. The device was new with no damages noted upon removal from the packaging and was prepped according to the instructions for use. The device was not used in the pt and the procedure was completed using another device without injury to the pt. The coil of the returned device was found to be stretched. With additional investigation, it was reported that the coil was noted to be stretched and kinked after the procedure, but prior to it being sent back for eval. A non-sterile trufill dcs was received coiled inside of a plastic bag. The hypotube was inspected and kinks were found. The introducer was zipped and disassembled from the trufill dcs. The support coil was found kinked. The gripper was found elongated and the embolic coil stretched and kinked and it was still attached to the gripper. The hub was inspected and no damage was found. The gripper and the embolic coil were inspected under microscope and the failures found in the visual analysis were confirmed in both parts. The trufill dcs was purged with a lab sample syringe ii (635-002) in the blue zone and no problem was noticed during this process. When the pressure was in the green zone, the embolic coil was detached. A review of the manufacturing documentation associated with lot 13400046 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported inability to prep the device was not confirmed. The reported kinked/bent delivery system was confirmed. The cause of kinks in hypotube and support coil; and also the stretched and kinked embolic coil could not be conclusively determined; however, there are inspections in place to prevent these types of damages from leaving the facility. Based on the available info, procedural factors/device handling appear to have contributed to the reported events and condition of the returned device.